Event description:
When processing 3-d reconstructions of left atrium for electrophysiology studies and ablation on the leonardo workstation the resolution has been unacceptable to our clinicians. Siemens has recently informed us that the software on this 10 month old workstation is an earlier, lower resolution, version, which captures images every 1.5 degrees. A newer version of the workstation software apparently offers the higher resolution, which captures images every 0.8 degrees, which would be required to process these images adequately on our system. The issue was discussed with staff at the siemens training center in north carolina. According to them, seven months after the install, the low resolution software is no longer available on small detectors like ours because it does not allow for adequate image quality. As this is an adjunctive imaging tool it is not essential to performing the case. Atrial fibrillation ablations are usually done without this technology in many centers that have not purchased the system. The goal is to superimpose a three-dimensional shell onto the x-ray screen for better catheter navigation and to guide transeptal puncture, with the hopes of reducing fluoroscopy time and improving patient safety. Atrial fib ablations can continue to be safely performed without this technology, we are just not getting the added safety benefit that was the intention of the purchase. Instead, by trying to use the technology as intended we are exposing the patient to risk with pulmonary artery catheterization, contrast injection, additional anesthesia time and additional radiation exposure we would not otherwise do in an af ablation, with often unusable results. In these instances there is no benefit to offset this accumulation of small risks.